Event description:
It was reported that the liquid could not be stopped even if closing the clamp on transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review of lot h13a15043 was performed with no issues noted during the manufacturing process. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. During visual inspection nothing was found that could have caused the reported issue. Leak testing, clear passage testing and clamp function testing were performed on the device with no issues noted. The cause of the reported problem was determined to be unknown based on the information available. Should additional relevant information become available, a follow-up report will be submitted.